Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported for left side "implanted textured round". The device has been explanted. Healthcare professional reported "rupture" , "uncomfortable", and "localized fluid collection".

Event description:
Patient reported for left side "implanted textured round". The device has been explanted. Healthcare professional reported "rupture" , "uncomfortable", and "localized fluid collection".

Manufacturer narrative:
Device evaluation: fold creases, red particles material was found on the shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening.